Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention to remove and replace the ipg which resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is experiencing a shocking sensation at his ipg site while stimulation is on. The sensation went away when stimulation is turned off. Multiple attempts have been made by an sjm representative to evaluate the patient's scs system; however the patient has not returned any calls or made any attempt to meet with the sjm representative for troubleshooting. There is not a confirmed device malfunction/deficiency. The patient has reported to he is scheduled for an ipg replacement. Surgical intervention may be pending to address the issue.